Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00443. It was reported the ipg had moved close to the skin's surface. During explant, it was observed there was an infection at the ipg site which was spreading. In turn, the entire system was explanted.

Manufacturer narrative:
The reported the infection was not confirmed. The issue cannot be confirmed with product testing alone. Visual inspection did not identify any anomalies that would contribute to the issue. The device was returned in the service application due to a por that occurred the day of explant. After it was successfully recovered using a lab cp with artemis 3.9, it passed all functional tests. No physical or functional anomaly that existed prior to explant that would contribute to the reported issue was observed. Due to the reported infection, a sterility review has been initiated. A device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.